Event description:
Complainant alleged while attempting to treat an 87-year-old female patient, the device was unable to analyze. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical canada for evaluation. The reported failure to analyze could not be reproduced. Functional testing in both AED and manual modes using known good and returned accessories found no discrepancies. Device log review confirmed multiple defib state: cable fault entries, an unsupported cable/electrode ID message, and loss of ECG signal associated with a pads off message during the event. These log entries indicate an accessory related issue that prevented the device from charging and analyzing as designed. The multifunctional cable and CPR adapter were replaced as a precaution. The device met all performance specification following evaluation and was recertified for clinical use. Analysis forreports of this type has not identified an increase in trend.